Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated shorting/low impedance in the battery.

Event description:
It was reported that that device went into end of service (eos) approximately 10 weeks after recommended replacement time (rrt) was triggered and premature battery depletion is suspected. The device was explanted and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.